Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. Investigators were unable to confirm or duplicate that the up arrow button was sticking/causing scrolling. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up arrow button is stuck on the press down position. When the up arrow is pressed, the information keeps scrolling up. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no adverse event associated with this complaint.